Event description:
I got the essure implanted in (B)(6) 2011 after that, I had heavy bleeding 15 days until becoming anemic. Had an ablation done in (B)(6) 2012 and pain afterwards that never got resolved. I went several times to my ob/gyn doctor and got the run around not sure if they were afraid that my side effects were getting worse with the essure implant. I learned how to take the pain, i.e-intimacy, playing with my children in the park etc; until this year it is being resolved with salpingectomy with essure coils removed finally. I did not want this to happen as nobody would tell me one of the coils is not in my fallopian tube but in my uterus, scheduled for surgery on (B)(6) 2015. I have been battling hives for 3-4 months, I am allergic to nickel which no one ever told me if I was allergic to.